Manufacturer narrative:
(B)(4). H6: medical device problem code - correction - removed code 2907 from initial (B)(4) due to incorrect entry.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a broken needle occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2023. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to missing applicator. The reported event of a broken needle could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the thigh , which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2 type of follow up - correction. Medical device problem code - correction, please disregard code 2907 on initial MDR. Was submitted in error.

Event description:
Subsequent to the initial MDR, a correction is required.